Event description:
It was reported that catheter entrapment occurred. A 2.00 mm x 12 mm nc emerge balloon catheter was advanced for dilation. During the procedure, on the third and fourth inflations at 20 atmospheres, it was noted that the device was stuck with the non-boston scientific guidewire. The catheter and the guidewire were removed as one unit. The procedure was completed with another device and with no patient injury was reported.